Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, a one to one correlation could not be made with unique product lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "cardiac resynchronization therapy for rate-related bundle branch block: is there a role for his-bundle pacing?" Heart rhythm case reports. 2018; 4 (10): 475-479. Doi: 10.1016/j.hrcr.2018.07.005. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a his bundle pacing lead implant case study. It was reported that the pacing lead threshold was high during implant, making it difficult to find the his bundle location. It was nonetheless positioned and connected to the cardiac resynchronization therapy defibrillator (crt-d). Two months post follow up, the patient presented with improved conditions and unchanged thresholds. To conserve battery at the eleven month post-implant check up, the decision was made to turn off his bundle pacing in an effort to conserve battery. However, the patient then experienced worsened congestive heart failure symptoms and returned to the clinic a week later to have his bundle pacing programmed back on. The patient's condition improved once again. The lead remains in use. No further patient complications have been reported as a result of this event.